Event description:
It was reported that a user experienced a temporary communication disconnect between the ilet bionic pancreas and an external dexcom g7 continuous glucose monitor (cgm) sensor, after which glucose readings reappeared and operation resumed without impact to blood glucose. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts, no alarms, no medical intervention, and no hospitalization. User support included user education and troubleshooting focused on signal loss and connectivity. Investigation of this case revealed transient signal loss without a persistent malfunction, and device function was restored with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent communication disruption consistent with external factors or normal wireless variability.